Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen of an unknown concentration at an unknown dose via an implantable infusion pump for intractable spasticity and multiple sclerosis. It was reported that the patient had an MRI on (B)(6) 2017 that was for unrelated medical reasons. The patient never had the pump checked post MRI. The patient had had mris in the past with no issues. There were no audible alarms that the reporting hcp was aware of. The patient began experiencing symptoms of increased pain and spasticity with a gradual onset. The patient was concerned that the drug infusion system was not functioning properly, but the reporting hcp had no clinician programmer to confirm pump status/event logs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.